Manufacturer narrative:
The sonicare proresults brush head is an accessory to the sonicare power toothbrush initial reporter: (B)(6) is the dental office through which the customer purchased the product.

Event description:
Consumer complained about bristles falling off. No injury reported.